Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to (B)(4) for evaluation. The primary complaint was confirmed during archive data review and functional testing. The root cause of the problem was due to a defective motor control board. Visual inspection was performed and no physical damage was found. Review of the archive data revealed a user advisory (ua) 8 (motor controller fault detected) had occurred on the date event. During functional testing, the ua 8 occurred. To resolve the issue, the motor control board was replaced. The platform functioned as intended. The autopulse platform is a reusable device and was manufactured on 12/14/2011. Therefore, this type of issue is characteristic of normal wear for the life of the device. To ensure that the platform remains current, (unrelated to the reported complaint) the power distribution board was also update. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During a shift check, it was reported that the autopulse platform (s/n: (B)(4)) displayed a user advisory 8 (motor controller fault detected) error message after it was powered on. There was no patient involvement reported.